Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat complete uterovaginal prolapse concurrently with a robotic laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, robotic sacral colpopexy, cystoscopy, and stent placement. It was reported that following insertion the patient experienced pain, erosion, infection, organ perforation and bleeding. It was reported that due to mesh erosion the patient underwent mesh removal on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, atrophic vaginitis, retention and urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6). (B)(4).